Event description:
The customer reported imprecision/accuracy concerns on potassium quality control samples. A field engineer visited the site and performed maintenance on the instrument. There was no pt harm as a result of this occurrence.